Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from 08/17/2005 to 09/03/2020 and note that this device has been returned for service two times without correlation to the customer reported issue. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device received error code 260.4130. There was no reported patient involvement.